Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument to perform failure analysis; however, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the part that secures the tip on the permanent cautery hook instrument detached and fell off. The detached part was retrieved from the patient's anatomy, and a new instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. Broken piece is missing because of breakage; the broken piece was not returned with the instrument. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
Refer to h11 for follow-up information.